Event description:
Return of gastroparesis symptoms about 5 months post-op after having symptom relief for several months after receiving enterra therapy. Pt had a return of symptoms after being implanted by dr (B)(6) at (B)(6) in (B)(6) 2023. Return of gastroparesis symptoms was about 5 months post-op after having symptom relief for several months after receiving enterra therapy. Interrogation of device in the or on (B)(6) 2024 revealed: 20,000 impedance, and suspected loose set screw. Set screws were tightened and the impedance registered at an in-range 441 ohms. Problem has been resolved.